Manufacturer narrative:
It is always the responsibility of the operator to safeguard the safety of the patient. See related information in the instructions for use. Flextrak patient transportation system and trolleys. Warning: fingers, hands or other extremities of the patient get stuck. Risk of serious patient injury. Watch patient extremities during transfer onto the tabletop. Make sure that patient extremities remain on the tabletop during transportation and docking to the patient support. Use the arm supports or fixate the patient and extremities if necessary (for example for sedated patients). Clear user error.

Event description:
Philips received a report that a patient suffered an injury during loading of the patient onto the table. Patient was moved from the trolley onto the mr bed and got her finger crushed between the trolley and the mr bed.